Manufacturer narrative:
Ref comp # (B)(4).

Event description:
On july 12th, 2024, fujifilm healthcare americas corporation received medwatch report# mw5156476 in which a patient reported that she has been experiencing daily pain since an MRI was performed. On july 16th, 2024, fujifilm healthcare americas corporation obtained the site name, location, name of technician and that the site manager was unaware of other complaints as she described. Reporter confirmed that the MRI was completed and there are no visible blisters or redness, only pain. Reporter stated the equipment used was ge ~ general electronics (MRI tesla 1.5 ge I field horizontal, high field also listed as a suspected medical device on medwatch# mw5156476 ) reporter has sought medical consultation/treatment, however no doctor has been able to provide diagnosis or treatment. On july 17th, 2024 fujifilm healthcare americas corporation called the site and spoke with a different MRI technician, and she stated that in march, 2024 when the incident occurred, they were using a ge ~ general electronics MRI system. On july 29th, 2024, fujifilm healthcare americas corporation confirmed with a fujifilm MRI clinical applications that the system used at the site in march, 2024 was not a fujifilm MRI system as the fujifilm MRI system was first used on june 17th, 2024 at the site.